Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿do not remove or add insulin from a filled cartridge after loading onto the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was between 250-500 mg/dl. Customer changed the infusion set tubing, changed the pump supplies, or simply cleared the alarm and resumed insulin therapy to address the issue. Reportedly, customer removed insulin during pumping and/or outside of the load sequence. Tandem's technical support educated customer on cartridge labeling.